Event description:
The customer observed falsely depressed creatinine results generated on the architect c8000 processing module. The following data was provided: sid (B)(6) initial creatinine <0.20 mg/dl, repeated 3.08 mg/dl (creatinine normal range 0.72 - 1.25 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.